Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
The shoulder pack was returned to the manufacturer because it was damaged. The pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.